Event description:
The ligasure device was placed inside the body by the provider. The ligasure did not work and was therefore removed and another ligasure was obtained for the procedure. There is no known harm to the patient at this time.